Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
During the index procedure one resolute onyx des was implanted in the prox rca. Approximately 3 weeks post index procedure the patient suffered subarachnoidal bleeding. This was treated with coiling. The patient is not recovered. The investigator reported that the event is not related to the index device or anti platelets. Safety assessed that event is not related to the device but possibly related to the anti platelet medication.

Manufacturer narrative:
Additional information: it was reported that the patient recovered. If information is provided in the future, a supplemental report will be issued.